Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field b5: describe event or problem, f10: patient codes, and h6: patient codes.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced a shock sensation or pain, and device was protruding out slightly than the normal with a greyish green color. Boston scientific technical services (ts) then discussed that device location of pain and discoloration was not normal. As of this time, this device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had exhibited infection with protruding device, pain, and purulent discharge. No additional adverse patient effects were reported. The crt-p remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.